Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, when the pacemaker was connected to the ventricular lead, high, out of range pacing impedance was observed. It was suspected to be due to a device anomaly. The impedance was normal when measured by the psa and when the lead was connected to another device. The pacemaker was not used and was replaced. There were no patient consequences.